Manufacturer narrative:
Batch review performed on 5 october 2021: lot 2009615: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-oct-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Another devices involved: batch review performed on 5 october 2021: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115)lot. 2012919: (B)(4) items manufactured and released on 08-apr-2021. Expiration date: 2026-mar-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2011671: (B)(4) items manufactured and released on 02-mar-2021. Expiration date: 2026-feb-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 2103129: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-apr-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Cup: mpact 3d metal 01.38.060dh acetabular shell ø60 two-hole (k171966) lot 2010341: (B)(4) items manufactured and released on 25-feb-2021. Expiration date: 2026-feb-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event [1420-21]. Stem: sms solid 01.36.049 sms solid stem std size 9 (k181693) lot 2100577: (B)(4) items manufactured and released on 28-apr-2021. Expiration date: 2026-apr-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 2103731:(B)(4) items manufactured and released on 5-may-2021. Expiration date: 2026-apr-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner (lots: 2012919, 2009615). The surgery was completed successfully. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components (lots: 2011671,2103129, 2010341, 2100577, 2103731), and implanted an antibiotic spacer. The surgery was completed successfully.